Event description:
Coblator tip electrodes broke and did not work. There was no harm to the patient.what was the original intended procedure?tonsillectomy.device #1is this a laboratory device or laboratory test?no.